Manufacturer narrative:
Without a device serial number, the manufacturing date cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was pacing at a lower rate than it was set to, when pacing and sensing in the atrium, in a non-pacer dependent patient. It was further noted that the epg paced at the correct rate, when pacing and sensing in both chambers. The user attempted to decrease sensitivity, but the issue persisted. The caller was advised to verify lead placement and capture. The caller was going to fax in copies of the electrocardiogram (ECG) and consider switching to another epg. However, copies of the ECG strips were not sent. The epg remains in use. No patient complications have been reported as a result of this event.